Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose within the range of 300 mg/dl and 400 mg/dl. They had changed the infusion set and was going to check their blood glucose after the call. No further details were given. The device will not be returned for analysis.